Manufacturer narrative:
(B)(4). Product has been received zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gray metal impactor tip broke while impacting the glenosphere to the baseplate taper adapter on the back table. There was no patient impact reported. Attempts have been made and no further information has been provided.